Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed two smart coils using a non-penumbra microcatheter. The physician then was unable to advance two additional smart coils into the hub of the microcatheter, and therefore the smart coils were removed. The procedure ended at this point because the existing packing density was sufficient. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device may have been lost in transit. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-02032.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance two smart coils into the hub of the non-penumbra microcatheter, and therefore the smart coils were removed. The procedure ended at this point. There was no report of an adverse effect to the patient.